Event description:
New information received notes that the patient condition was unchanged and there were no known adverse events.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with false pause episodes due to loss of contact in the pocket. False atrial fibrillation episodes due to ventricular premature contractions were observed. Programming changes were made. The patient will continue to be monitored.